Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing was able to determine that the worn-out clutch parts were the root causes. The parts were replaced. The device then passed all testing criteria. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was a motor rate error. It was unknown if a patient was involved but there was no patient harm.